Event description:
Noted intermittent ffrw (far-field r-wave) on stored episodes, however most at/af (atrial tachyarrhythmia / atrial fibrillation) episodes do not have egm's (electrogram) available for review. Recommended programming slower at/af zone, to determine if any true episodes are occurring or if all episodes are due to ffrw. Hcp (healthcare personnel) reported ffrw was noted intermittently at sensitivity of 0.9mv today in clinic. Pvab (postventricular atrial blanking period) programmed partial +. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).